Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that an ar-9582-20 modular post, 20mm, and an ar-9580-2410 24mm baseplate were not locking together during a procedure. The case was completed using another of the same devices with no reported delay in the procedure. This was discovered during a reverse shoulder arthroplasty procedure on (B)(6) 2023 with no adverse event or patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or not using glenosphere forceps.